Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During intubation of a critical patient in the intensive care unit, the users switched on the device and connected it to a power outlet. After the patient had been sedated and curarised, the blade was inserted into the mouth. At this point, the device's screen switched off and there was no way to switch it back on. Another similar device had to be used as an emergency measure. The patient did not suffer any serious clinical consequences as a result of this error.

Manufacturer narrative:
Device evaluation: the complained 8404zx was received on june 13, 2025, at the manufacturing site and was therefore available for investigation. The investigation has been completed on september 11, 2025. During the investigation, the following was found: the errors described by the customer could not be confirmed. No failures could be found during the investigation. The device works as intended. According to the IFU, the device switches to standby mode after 20 minutes as intended. The device history records have been checked and found to be according to the specification, valid at the time of production. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The event is filed under internal karl storz complaint ID: (B)(4).